Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one woman in her fifties diagnosed with cancer. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive):alinity result = 0.65 s/co negative.mindray result = 5.23 s/co positive(customer reported out this result).tppa result = weakly positive.trust result = negative.sysmex result = 0.55 s/co negative no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.section a patient information: refer to section b5 for complete patient information.this report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k number k153730.